Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had tested positive for contaminate. On (B)(6) 2023, the distal end tested positive for 1 colony forming unit (cfu) of stenotrophomonas maltophilia. On (B)(6) 2023, all channels were sampled and tested positive for 1 (cfu) of paracoccus. On (B)(6) 2023, the distal end tested positive for 1 (cfu) of stenotrophomonas maltophilia. All channels tested positive for 1 (cfu) of paracoccus. Synthesis tested positive for 2 (cfus) of paracoccus and stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.